Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use and has post feature fractured off. Signs of repeated use and a fracture encircling the anterior side of the post feature. Post feature fragment was not returned. There is an additional fracture ranging from the anterior right side to the other fracture. Gouge marks and dents were noted which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. The instrument broke while the sterile processing technician was attempting to disassemble the provisional trial construct without removing shim. The persona provisional instructions state that the shim has to be removed before separating the provisional top and bottom. The root cause is considered to be use error. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tibial articular surface provisional fractured in sterilization. No adverse events have been reported as a result of the malfunction, as no patient was involved.